Event description:
Information was received indicating that a smiths medical pump stopped infusing remodulin for no known reason. There were no adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the event log read as follows: on incident occur date, (B)(6) 2020, pump was started at 13:18 and stopped at 23:21, and then power down, no error or alarm record identified. No issue could be found with the pump's functionality. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.